Event description:
There was an issue where the caller needed assistance updating the time on their pump, as the displayed time was incorrect by more than five minutes. Blood glucose levels remained unaffected, with no reported values outside of normal ranges. Customer technical support helped the customer update the pump time, advised them to monitor for any recurring discrepancies, and ensured the customer understood these instructions.